Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of minicap transfer set was broken. This was noticed after use of peritoneal dialysis therapy. The patient further reported that the dark blue part (female connector) was lodged in the patient line of the amia cassette which made it impossible to disconnect. The transfer set had been in use for twenty one (21) days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported the mainbody of minicap transfer set was broken (mainbody separated from the female connector). F10/h6: medical device problem codes: replace a0401 with a1203. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. There was evidence on the female connector that the insert chip was present and possibly dislodged during the disconnection. There was no evidence of a crack or damage to the mainbody. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The connection between the female connector and patient connector of the cassette was performed with no issues or leaks observed. The reported separation was verified. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. The reported issue with disconnecting from the cassette line was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.